Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. Patient treatment for the hernia is unknown. The cause of the hernia is unknown. At the time of this report, the patient was recovering from this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice was received and evaluated by the baxter product analysis laboratory (pal). A review of the event history log revealed no device failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The device passed both the homechoice rite (returned instrument test evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. A review of the device service history and device history record revealed no issues that could have caused or contributed to the hernia. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.